Event description:
Caller alleged discrepant results with the inratio2 meter compared to the laboratory for one pt. Complaint summary: dates: (B)(6) 2013, inratio: 4.5, laboratory: 9.5. Dates: (B)(6) 2013, inratio: 3.6, laboratory: na. Nurse had to test the pt twice on both days in order to obtain an inratio result; qc error was reported prior to each result. Facility's protocol is to send pts to the lab if inr>4. Tests were performed no more than 2-hrs apart. Pt's therapeutic range: 2-3. Pt was told to hold her warfarin after obtaining lab result of 9.5 on (B)(6) 2013. It was reported that there was no unusual bruising/bleeding. Pt was not hospitalized. No add'l info was provided.

Manufacturer narrative:
The customer also obtained qc error messages during testing. Qc errors are designed to be a fail-safe error to prevent the reporting of erroneous results. These errors can be caused by multiple issues, including improper storage, technique issues, and sample interference. Discrepant results (accuracy): comparison of results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 4.5, reference: 9.5, mean: 7.0, confidence limits: na. The mean of the inratio meter and comparative system inr were calculated. Product support was unable to determine confidence limits. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Accuracy comparison test was not performed for the inratio inr value on (B)(6) 2013 because the customer did not provide a laboratory reference value. No further analysis of the client's data was performed. In-house therapeutic donor testing was performed on reported lot 308629 . Results as follows: donor (B)(6), inratio results: (2.2, 2.4, 2.4), reference: 2.59, bias threshold: (1.59 - 3.59), %cv: 4.95. Donor (B)(6), inratio results: (2.8, 2.5, 2.6), reference: 2.61, bias threshold: (1.61 - 3.61), %cv: 5.80. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation is required at this time. Conclusion: analysis of the client's data from inratio and reference test revealed that the test result comparison did not meet accuracy criteria. No product associated with the complaint was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.